Event description:
It was reported by service report that the head right siderail would not latch. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: ball and detent up.